Event description:
Advocate stated her son received a blood glucose reading of 47mg/dl on the contour usb, retested on the contour and the reading was 187mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided. Product was not replaced.